Event description:
It was reported that the insulin pump had a crack near the battery cap. The blood glucose reading was 62 mg/dl. The customer stated that she had dropped it a few months prior and that there was a piece missing from the top of the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked lcd window and minor scratched display window. The unit was received with a cracked case at the display window corner. The device was received with broken battery tube threads. The insulin pump was received with a cracked reservoir tube lip. The unit was also received with a broken belt clip slot.